Event description:
The customer reported that the system would not start up and that it displayed an "invalid input signal" error message. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power connector to the right monitor was reseated. The system was then found to be operating as intended.